Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. There was a crack in the return tube which had leaked water and damaged multiple components. Heater 2 insulation was also torn. The customer reported product problem was confirmed during testing. The temperature fluctuated. The return tube and main pcb were replaced as a result. The product problem was attributed to a design issue.

Event description:
It was reported that the device exhibited intermittent heating. No patient injury or complications were reported in relation to this event.